Event description:
During testing at the user facility the device did not sound an audible alarm tone. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. The device did not sound an audible alarm tone when powered on. This was due to the audio buzzer.